Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vtich 12.6 implantable collamer lens of 9.00/3.00/075 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault was observed. Lens remains implanted. Cause reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).